Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor cannula broke and stayed in the customer's skin. The customer stated that she thought that it was a scab, but when she took it out, it looked like part of the sensor. The customer also reported sensor and blood glucose reading discrepancies. She added that the insulin pump alarmed change sensor as well. The blood glucose reading was 139 mg/dl. Nothing further reported.